Event description:
Patient experienced a medical emergency due to high blood glucose levels at 474 mg/dl after waking up from sleeping due to pod expiring and it is unknown whether patient was out of insulin or that it was at the maximum time for a pod change or that it was not working. Patient was in the process of changing the pod but was unable to complete setup due to feeling not well. The patient's parent reported that the patient vomited green and yellow substances and losing consciousness which prompted to administer an insulin pen injection and call 911. The patient was taken to the first hospital and discharged after a few hours. Upon leaving, the patient began vomiting again, and the parent called 911 a second time. Patient was then admitted to the intensive care unit at the second hospital on the same day where the patient was diagnosed with diabetic ketoacidosis and treated with an insulin drip for two days before being discharged.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l. Cgm sensor type: unspecified. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.